Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded a code 1003, which is indicative of battery voltage too low for the projected remaining capacity. This device has not been in service. No patient involvement.